Event description:
Nurse clinical educator, date of awareness 11/24/2025. Remodulin sc. Patient currently hospitalized, date of admission/reason not provided. Patient has cleo sq site to abdomen (right lower quadrant). Patient reports mild sq site pain, rated 3 out of 10. Sq site is tender to touch and with mild erythema. Neria sq catheter was placed to abdomen (left upper quadrant.) Cleo sq site removed. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Consent question not asked. Patient is using the remunity pro device unknown if it is pharmacy filled or patient filled. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.